Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 3 reports of which patient reported they had 3 identical events related to inaccuracy. Please see related record (B)(4) and (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported experiencing symptoms described as feeling low, almost going unconscious, but still able to speak even though the patient would not recall what they said. During this time, the cgm readings progressively declined from the 60 mg/dl range to 50 mg/dl, 40 mg/dl, and eventually displayed low. The patient self treated by consuming carbohydrates including orange juice, cranberry juice, and pineapple juice in response to the cgm readings. It was noted that multiple fingersticks were taken at an unknown moment, but most likely after treatment. The patient reported that blood glucose reading was 30 to 40 mg/dl, higher than the cgm readings. At an unknown time the cgm reading was low, and the blood glucose reading was 90 mg/dl. Despite the treatment the symptoms persisted and emergency medical services (ems) were called. The patient was brought to the hospital by ambulance, and during transport the patient was treated with nasal glucagon. No further information regarding treatment was reported but the patient was eventually discharged on 05/24/2026 after three and a half days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid during transport to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.